Event description:
It was reported that postoperatively, the implant compression plate fractured; causing the pt to have the broken hardware removed through a revision surgery on (B)(6) 2014. Injuries reported are; continued pain and suffering, revision surgery, and continued rehabilitation.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.